Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted there was blood in the distal electrode.

Event description:
It was reported that during implant there were problems with capture. Many repositioning attempts brought no improvement. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.